Manufacturer narrative:
The customer could not confirm the reported issue. However, they found the unit was not working on battery and it was working with the main power supply. The customer ordered a battery to resolve the issue. The repair is pending. The device was not in use on a patient. No patient or user harm was reported.

Manufacturer narrative:
The customer could not confirm the reported issue. However, they found the unit was not working on battery and it was working with the main power supply. The customer ordered a battery to resolve the issue. Upon further investigation, the issue was found during a daily routine checkup. There was no patient involvement. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported "machine not working". The patient involvement is currently unknown, but there was no patient or user harm reported.